Event description:
The patient stated that the down and ok buttons did not activate pump functions when pressed. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed adhesive under the keypad button contacts. The down and ok buttons were intermittently activating desired pump functions when pressed. The buttons do not spring back or click normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.